Event description:
Additional information was received that the device was later explanted for normal battery depletion. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that upon device interrogation, the screen displayed a battery status of less than six months. When viewing the screen again, it displayed one year remaining. It was reported that increased outputs were observed. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.